Event description:
Physician started novasure procedure. Fan array was inserted into the uterine cavity and deployed. Cavity integrity checked but this did not come up with indication to proceed. Controller was turned off then back on. Cavity integrity still not showing present. Fan array withdrawn, hysteroscopy done. Excellent insufflation of uterine cavity without evidence of perforation. A new novasure device (ID # unknown) was obtained and used instead.